Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture result report was not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The customer provided the cleaning, disinfection, and sterilization (cds) process. The endoscope and accessories were tested. There were no concerns about the cleaning and sterilization process of the instruments. The device was last used on a patient on (B)(6) 2023. The date of the last scope cds process was (B)(6) 2023 and there was 1 colony forming unit (cfu) of an unspecified microorganism found in the pipeline. The customer also sample of an accessory (model j-16-a) was taken from disinfection tank which was last used on (B)(6) 2023 and the customer reported 0 cfus. The device was not used between the time the device was tested and results were obtained prior to microbiological testing, the device was reprocessed twice. The device was quarantined after confirmation of the positive microbiological result. No additional cds process was performed prior to sending the device to olympus. The device was stored in a cabinet. There was no patient infection.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has been completed. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation findings were as follows: due to wear of the angle wire, bending angle in the "down" direction did not meet standard value, the forceps channel port had a scratch, the angles had play, angle d was tight, the angle torque was 90 centinewton meters (cnm). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis lucera elite colonovideoscope tested positive for unexpected contamination (bacteria test exceeded standard) and it was requested that the biopsy tube and port be replaced. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Additional cleaning, disinfection, and sterilization (cds) process information was received from the customer. Precleaning is being performed immediately after procedure. The minimum effective concentration of solution are checked daily and the endoscope was leak tested prior to manual cleaning. A reusable olympus brush is used to brush the endoscope channels. An ortho benzene disinfectant is used. The last date an in-service was conducted by an olympus endoscopy support specialist was august 20, 2022 and there have been no reprocessing personnel changes since that visit. All reprocessing personnel are trained on how to properly reprocess the endoscope.